Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer miscalculated a bolus and blood glucose (bg) lowered to 42 mg/dl. Customer administered a glucagon injection to initially address bg. The customer was admitted to the emergency room (ER) where healthcare providers treated with intravenous saline, intravenous insulin, saline fluids, and insulin fluids. The customer was released with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.